Event description:
Breast augmentation 1975 - silicone implants. 2005 noticed right breast ruptured and left breast capsule formed. Impression, capsular contracture with ruptured implants. Pt underwent bilateral capsulectomy and implant removal.